Manufacturer narrative:
(B)(4). Valve dehiscence may occur early or late. When it occurs in the early post-operative period, it is typically a result of an inadequate prosthetic valve implantation in combination with friable myocardial tissue. In this case, it was reported the patient had a recurrent aortic root pseudo aneurysm and valve dehiscence, requiring redo-aortic root replacement and redo-avr. The root cause of this event cannot be confirmed with the available information; however, it appears that this event may have been due to patient related factors. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital and patient family members) and is not received in the form of a conventional "customer complaint." The information reported may or may not be related to the edwards device. In this case, it was reported that this bioprosthetic aortic valve was explanted, after an implant duration of six (6) months and 23 days, due to aortic root graft/valve dehiscence and a recurrent aortic root pseudo aneurysm. The patient had history of ascending aortic aneurysm. He underwent an aortic root/valve replacement with composite graft (25mm edwards valve and 28 gelweave graft). Approximately six (6) months later, the patient developed chest pain and fever. He was hospitalized and a CT scan demonstrated a right upper lobe lung abscess. Blood cultures were positive for (B)(6). The patient was diagnosed with osteomyelitis of multiple sites. After a six (6) week course of antibiotics, a surveillance cta of the chest demonstrated an unexpected bulging of contrast at the aortic root (possible anastomotic versus paravalvular leak). There was no finding for graft infection. Tee demonstrated no vegetation. The patient underwent a redo sternotomy, redo aortic root replacement with re-implantation of lm and rca coronaries, redo-avr and extensive aortic root debridement with removal of prior prosthetic grafts and valves. He was transferred to the ICU in stable condition.

Manufacturer narrative:
The device history record (DHR) was not reviewed as the reported event does not allege a malfunction that could be related to a manufacturing deficiency and/or one was not confirmed through investigation. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.